Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital after experiencing syncope where they fell and hit their head on concrete. A remote interrogation was performed at the emergency room where no stored episodes were noted and impedances were within normal limits. Boston scientific technical services (ts) suggested possibly interrogating the implantable cardioverter defibrillator (ICD) was a programmer to assess threshold measurements. It is unknown if the ICD was interrogated with a programmer. The ICD remains in service and no additional adverse patient effects were reported.